Event description:
It was reported that, during a procedure on the report date, there was flow from the catheter upon insertion. Once tunneled, there was still flow but when the pump segment was connected, there was no flow. The healthcare provider (hcp) tried aspirating from the pump, but could not get any cerebrospinal fluid (csf) back. The catheter was disconnected from the pump and there was still no flow. When the hcp cut the collet off the catheter, it started flowing fine. It was then replaced by a new collet and everything worked fine. There were no patient symptoms or complications associated with the event. The patient status at the time of this reported was indicated to be ¿alive-no injury¿. The device system was used to deliver dilaudid.

Manufacturer narrative:
Analysis of the collet that was returned found no significant anomaly; acceptable testing occurred and it was noted the cheater was incomplete/ returned in segments. The catheter pin connector was assembled properly and no anomaly was seen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).